Manufacturer narrative:
Complaint confirmed. The tip of the cannula broke off before the second implant was deployed. The evidence suggests the most likely cause is prying and/or leveraging the device during use and not following the surgical technique as required.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy and meniscus repair procedure, the shaft on the ar-4501 meniscal cinch ii broke after inserting the first implant and while aiming for the insertion point of the second implant. The rep stated only the first implant deployed, and was left implanted in the patient. The rep stated that the trigger operated freely. Additional information has been requested. Additional information provided 2/14/2019: the first implant was properly deployed and implanted. The cinch shaft broke when he attempted to find his second location for the second implant. The first implant was properly inserted and was left in.